Manufacturer narrative:
(B)(4). The actual device product code associated with this event is not known. The international affiliate reports the following possible product codes: product code: z835g, product code: z825g, product code: z813g. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code and lot number available?

Event description:
It was reported that a patient underwent an off pump 3 vessels coronary bypass grafting procedure on an unknown date and 1.0 mm in diameter suture was used to close the sternum. She was extubated on the next day and recovered well. But sternal instability occurred during an asthma attack on the 10th postoperative day with a cracking sound. Her chest CT revealed a separation of several cm throughout the sternum and broken sutures. She was followed without sternal reclosure because she had no wound dehiscence. She had some risk factors for wound healing including that she suffered from renal failure and mrse carrier on her skin. The suture has enough strength for traction force, but it may be damaged by shear stress with a bone edge. The damaged part of the suture loses strength and may break under severe traction due to coughing or bronchial suction. Macroscopic findings of broken sutures indicated abrasion injury due to friction with the bone edge or that they were torn off under severe traction. Additional information was requested.